Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. It was reported to philips that the system was unable to boot up. Philips found that the customer had asked a third party to repair it; no resolution was implemented by philips. No additional information was provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.